Event description:
Patient was undergoing a lensectomy of the left eye with planned sutured lens placement. After multiple attempts to implant the lens, the lens was removed. Surgeon stated that the haptic was defective. Suture would not stay on haptic. Lens could not be centered and was removed. Incision was closed and patient will return for lens replacement at later date.